Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
On (B)(6) 2021, the hospital was going to use a drainage tube to drain the patient. After entering the human body, it was found that the product had serious leakage and the packaging had been dismantled. Then a new drainage tube was replaced, and the operation was successfully completed.

Manufacturer narrative:
A review of the DHR and inspection records could not be conducted, as no valid lot number was given in the complaint. One sample was returned, missing the needle. A functional review of the returned sample was conducted, and the sample is confirmed to have leakages at the luer hub. The complaint is confirmed. The most likely root cause of this issue is a molding defect. The argon wheeling location quality manager has been notified of the defect, and will be responsible for the determination of a corrective action.

Event description:
On (B)(6) 2021, the hospital was going to use a drainage tube to drain the patient. After entering the human body, it was found that the product had serious leakage and the packaging had been dismantled. Then a new drainage tube was replaced, and the operation was successfully completed.